Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant after turning on the pump and stabilizing the patient that the ventricular assist device (vad) exhibited flow lows alarms and was unable to support patient. The vad flows were not able to increase despite an increase in speed. It was further reported that the patient received a thoracotomy approach with the outflow graft to the subclavian artery and there were no issues with outflow graft. Of note, the patient¿s right ventricle (rv) and other vitals were stable. The surgeon elected to move the outflow to the ascending aorta via sternotomy. The pump was turned on and after attempting to wean from bypass, the vad was still unable to sustain adequate flow. During this time, the patient¿s mean arterial pressure (map) was stable. It was further reported that the pump was removed and examined for potential inflow issues, but visual examination showed the pump was clear. It was decided that the pump was to be exchanged. It was further reported that the second pump also had low flows initially but after weaning from bypass, was able to reverse protamine sulfate and resuscitate the patient appropriately. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the ventricular assist device (vad) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. The reported low flow event was confirmed via review of the controller log files which revealed seven (7) low flow alarms logged on (B)(6) 2020. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Internal pathological report revealed no evidence of thrombus within the device. Based on the investigation conducted, there is no evidence of a malfunction that may have prevented the pump from performing as intended. A possible root cause of the low flow event may be attributed, but not limited, to the positioning of the pump and/or air trapped inside the pump housing. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that during implant after turning on the pump and stabilizing the patient that the ventricular assist device (vad) exhibited flow lows alarms and was unable to support patient. The vad flows were not able to increase despite an increase in speed. It was further reported that the patient received a thoracotomy approach with the outflow graft to the subclavian artery and there were no issues with outflow graft. Of note, the patient¿s right ventricle (rv)and other vitals were stable. The surgeon elected to move the outflow to the ascending aorta via sternotomy. The pump was turned on and after attempting to wean from bypass, the vad was still unable to sustain adequate flow. During this time, the patient¿s mean arterial pressure (map) was stable. It was further reported that the pump was removed and examined for potential inflow issues, but visual examination showed the pump was clear. It was decided that the pump was to be exchanged. It was further reported that the second pump also had low flows initially but after weaning from bypass, was able to reverse protamine sulfate and resuscitate the patient appropriately. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for a correction. Corrected fields: h1 type of report: updated to serious injury b1 adv event/product problem updated outcome attributed to adverse event selected in b2 imf code updated this regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.